Manufacturer narrative:
(B)(4). Batch #t5ex9y. Investigation summary: the analysis results showed that one ecr60b reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the reload was received fully fired. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, after severing gastric tissue on the fifth firing, some staples were malformed. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.